Event description:
On (B)(6) 2025 this peritoneal dialysis (pd) patient was experiencing cloudy fluid, abdominal pain, low ultrafiltration and fibrin. The patient contacted the pd clinic, and a family member brought a collection bag in for a pd effluent culture draw. The culture was obtained. The patient had antibiotics at home from a prior episode of peritonitis (B)(6) and initiated antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 5 days and ceftazidime 2g ip every day per algorithm. The culture was positive for escherichia coli. The white blood cell (wbc) count was 12,588. The patient was admitted to the hospital on (B)(6) 2025 and remains hospitalized. The cause of the peritonitis was spontaneous bacterial peritonitis per the patient¿s nephrologist. The pd catheter was not pulled. The patient is continuing therapy utilizing the liberty select cycler. No additional information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of spontaneous bacterial peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. Per the patient¿s nephrologist, the cause of the peritonitis event was determined to be spontaneous bacterial peritonitis. Spontaneous bacterial peritonitis (sbp) is an acute infection of the abnormal accumulation of fluid in the abdomen (ascites) without an identifiable source of infection. It can occur in adults and children, and the majority of isolated organisms being gram-negative enteric organisms (e.g., escherichia coli or klebsiella pneumonia), pointing to the gastrointestinal (gi) tract as the main source of infection. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization.

Event description:
On (B)(6) 2025 this peritoneal dialysis (pd) patient was experiencing cloudy fluid, abdominal pain, low ultrafiltration and fibrin. The patient contacted the pd clinic, and a family member brought a collection bag in for a pd effluent culture draw. The culture was obtained. The patient had antibiotics at home from a prior episode of peritonitis ((B)(6)) and initiated antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 5 days and ceftazidime 2g ip every day per algorithm. The culture was positive for escherichia coli. The white blood cell (wbc) count was 12,588. The patient was admitted to the hospital on (B)(6) 2025 and remains hospitalized. The cause of the peritonitis was spontaneous bacterial peritonitis per the patient¿s nephrologist. The pd catheter was not pulled. The patient is continuing therapy utilizing the liberty select cycler. No additional information was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.